Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 30 mg/dl and was subsequently hospitalized. Tandem technical support made multiple follow up attempts with the customer; however no response received.